Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had stuck button alarm. The customer blood glucose level was 245mg/dl. Customer stated button was stuck and pressed for more than 3 mins. Customer states they did not press a button down for 3 minutes or longer. The device will not be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test and self test. Device was received with intermittent buttons response due to corroded keypad traces. No stuck button error alarm noted.